Manufacturer narrative:
Device passed the displacement. Device received with partial broken reservoir tube lip and missing reservoir tube o-ring. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir was loose and crack on top of reservoir compartment occurred. The customer¿s blood glucose level was 121 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.